Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age & weight not provided for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that: DHR review for: DHR review for part# 314.743 lot# 7432393, release to warehouse date: 07apr2014, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure that was being performed on (B)(6) 2016, it was noted that the drive shaft was stuck to the reamer head. This was discovered intra-operatively, but prior to the items being used during the procedure. Another ria shaft, tubing and reamer head had to be retrieved to complete the surgery. There was a slight one (1) minute surgical delay since another ria set had to be retrieved and opened. Procedure was completed successfully with patient status being reported as stable. After the procedure, the reamer head was able to be separated from the shaft. The shaft was noted to have a break in it. It is unknown when this break occurred whether during the surgery or during the separation. Reporter confirmed that there was nothing wrong with the reamer head that was discarded. This complaint involve 1 part. Concomitant devices reported: reamer head (part# 352.252s, lot# h118980, quantity 1), unknown tube assembly (part# unknown, lot# unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. A device history record (DHR) review, visual inspection and drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide, during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located at the distal tip of the device and is approximately 2.9mm by 2.8mm. The distal helix is intact. The proximal flat of the proximal connecting post shows flattening and slight bending consistent with impact to the flat portion. Scraping was also observed on the connecting post. The balance of the device shows surface wear but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. It is likely that removal of the reamer head permitted final separation of the distal tip. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.